Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6), 2021, a 35mm amplatzer pfo occluder was selected for implant. Transthoracic echocardiogram (tte) guidance was utilized during the procedure. As the physician attempted to mobilize the device to align on the septum, the device was accidentally released into the right atrium (ra); the physician suspects the cable was unscrewed during manipulations. The device was snared and retrieved percutaneously. The patient was hemodynamically stable throughout the procedure, however no device was ultimately implanted. The physician elected to reschedule the pfo closure under general anesthesia and transesophageal echocardiogram (tee) guidance at an unspecified time. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of premature detachment into the right atrium could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.